Manufacturer narrative:
(B)(4). This lead was repositioned on (B)(6) 2015. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, patient called the clinic, due to shortness of breath and lower extremity swelling, and eventually was seen in emergency room on (B)(6) 2015. The lv lead was noted not functioning properly. On (B)(6) 2015, patient was advised for lv lead re-positioning for dislodgement.